Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient¿s pump had no power. The reporter stated that the pump had power last night and this morning they noticed the pump had no power. The reporter stated that the patient¿s blood glucose (bg) upon awakening this morning was 500mg/dl without symptoms. The reporter attempted to deliver bolus and it was not delivering. The patient was treated with 3.0 units via syringe. This report is being made due to the hyperglycemic event the patient experienced due to an alleged power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/11/2014 with the following findings: a review of the black box shows unconfirmed errors, alarms and warnings -144 ¿replace cartridge¿ alarm on (B)(6) 2014 23:24; vp at time of alarm was 140. The unconfirmed alarm discharged the battery resulting in a power loss beginning on (B)(6) 2014 03:57. The battery compartment has a small crack near case seal. No damage found to returned battery cap. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump boots to verify screen with audible and vibratory features. The pump was exercised for 24 hours with returned battery cap, no power issues were duplicated during this time. Investigators removed pump cover and there was no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.